Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in the clinic. It was noted that the right ventricular (rv) lead was dislodged due to strenuous force. The lead dislodgement was confirmed during the lead revision procedure. The rv lead was explanted and replaced. The patient remained in stable condition.

Event description:
New information received noted that the right ventricular lead exhibited a high capture threshold during the follow-up interrogation.